Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that leaking occurred while using "multiple" bd¿ syringe(s) with bd luer-lok¿ tip. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: 4 unpackaged and 2 packaged samples were received in the (B)(6) for evaluation. One of the unpackaged samples showed a bubble between the 1st and 2nd rim of the stopper. No defects were noted on the other samples. 7215954 was produced on 9/18/17 with zero defects found. Investigation conclusion: leakage past the 1st rib of the stopper but not past the 2nd rib is not considered a defect, therefore failure mode is not verified. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Additional information: FDA notified: the initial reporter also notified the FDA of this incident via mw # 5074389.

Manufacturer narrative:
Investigation summary: 22march2018: update: 4 unpackaged and 2 packaged samples were received in the (B)(4) plant for evaluation. One of the unpackaged samples showed a bubble between the 1st and 2nd rim of the stopper. No defects were noted on the other samples. Leakage past the 1st rib of the stopper is considered a defect, however, functional leakage testing and visual inspection at the manufacturing site was acceptable. The condition could not be replicated, therefore the failure mode is not verified. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. 4 unpackaged and 2 packaged samples were received in the (B)(4) plant for evaluation. One of the unpackaged samples showed a bubble between the 1st and 2nd rim of the stopper. No defects were noted on the other samples. Leakage past the 1st rib of the stopper but not past the 2nd rib is not considered a defect, therefore failure mode is not verified. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Investigation conclusion: leakage past the 1st rib of the stopper but not past the 2nd rib is not considered a defect, therefore failure mode is not verified. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended.